Event description:
Event description guidant received information that the patient with this pacemaker was admitted to the hospital emergency room due to fatigue. The device was pacing in vvi mode at 40ppm, which was the programmed lower rate limit. It was noted that the histograms had not been cleared for two years and all the rates were near 70 ppm, except for a few near 40ppm. All other measurements were appropriate.